Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead was discovered to exhibit loss of capture (loc). Subsequently, a lead revision was performed, the rv lead was repositioned, and pacing thresholds were successfully captured. This rv lead remains in service. No additional adverse patient effects were reported.